Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-feb-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained and returned testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h24349.

Event description:
On 25-feb-2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on patient. There was no patient information at the time of this report. Return product is available for investigation. Method: date: time: potassium sample: I-stat, on (B)(6)2025 , 20:17, 2.7 mmol/l a, I-stat , on (B)(6)2025 , 20:45, 2.5 mmol/l b , vitros 7600, on (B)(6)2025, 21:00, 4.2 mmol/l b, vitros 7600, on (B)(6) 2025 , 21:00 , 3.5 mmol/l c . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.